Event description:
It was reported that the ventilator's o2 sensor was defective. No more information was available. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that o2 failure occurred. Further information provided by the technician confirmed that device failed o2 cell/sensor test during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the o2 cable was defective and was replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which detect o2 failures. Moreover, the o2 cell/sensor (for which cable was replaced) is used only for measuring and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, while we do not see replaced of the o2 cable by itself to be safety related. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).